Event description:
On july 22, 2024, senseonics was made aware of an incident where patient reported pain at the sensor removal site. The sensor was inserted on (B)(6) 2024 and the removal procedure took place on (B)(6) 2024. The site was swollen after removal. The hcp prescribed a cream and advised user to put ice on the area.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The same symptoms could occur after removal procedure at the site of sensor removal. The patient reported pain after sensor removal which took place on (B)(6) 2024. The site was swollen and the hcp prescribed a cream and advised the patient to put ice on the site. The name of the cream was not provided by the patient. No further information was provided. This incident does not require any further investigation.